Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation resistor sn (B)(4) has been completed. Upon evaluation resistor r84 on the monitor defibrillator was physically damage, which caused the pulse test failure. The root cause for the broken resistor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.